Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the delivery device. The taxus express2 2.5 x 8mm drug eluting stent apparently came off of the delivery system while being pulled back into the cordis guide catheter. The undeployed stent remains in the pt, location is unknown. Add'l info has been requested, but has not been made available to the co.